Manufacturer narrative:
Continuation of d10: product ID:203cx product type: coaxial umbilical cable product event summary: the data files were returned and analyzed. No patient file was received. The failure file has not been received. Four images were received. The 2 first images showing users manipulating balloon catheters and sheath in the field. The third image showing a balloon catheter deflated and blood seems inside balloon. The fourth image showing coaxial umbilical cable with slight blood contamination inside connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later confirmed that the ruptured balloon catheter had double balloon damage.

Event description:
It was reported that during a cryoablation procedure for atrial fibrillation, the catheter afapro28 afa pro 28 balloon ruptured inside the cardiac chamber, resulting in blood backflow into the balloon handle lumen and visible, orange-colored blood in the gas line lumen. Blood contamination was observed inside the balloon and could not be flushed out. Multiple system errors occurred during the procedure, including system errors, failure to recognize the catheter, detection of electrical component failure, and the safety system identifying blood in the catheter handle, which led to the injection being stopped and the vacuum disabled. The procedure was interrupted, and troubleshooting steps included disconnecting and reconnecting cables, restarting the machine, and disconnecting the gas line. Machine self-checks were performed multiple times during troubleshooting. The balloon was replaced due to rupture, and after replacement, the procedure was successfully completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.